Event description:
It was reported that the patient had a motor stall at 12:11 and it recovered at 12:43. The cause of the stall was unknown. The drug in the pump was morphine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter product ID 8840, serial# unknown, product type programmer, (B)(4).